Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the endoscopic retrograde cholangiopancreatography (ercp) using the subject device, when the doctor tried to insert the snare through the instrument channel of the subject device, the doctor felt some resistance. Then, the subject device was withdrawn from the patient, and it was found that there was a foreign object in the instrument channel. Also, the foreign object was removed from the instrument channel using a cleaning brush and it was found that this foreign object was a foam and approximately five cent coin size and approximately 0.5 cm thick. The user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device, but the reported foreign object had already been removed from the instrument channel by the user and could not confirm the reported event. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) such as the pictures, and similar past cases, omsc surmised that the subject foreign object was originated from endo-therapy accessories or cleaning brushes used in the procedure. And, omsc considered that the reported event occurred because the endo-therapy accessories or cleaning brushes fell off in the instrument channel, or endo-therapy accessories or cleaning brushes were damaged during use and these fragments remained in the instrument channel. In addition, omsc surmised that the staff of at the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.